Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. It was reported that the system was exposed to a very high heat and humid environment. Air conditioning was turned on prior to service check. Sys. Had no errors or malfunctions noted. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy sys. Would not boot up, then displayed multiple error codes. Sys. Was in a high heat/high humidity environment when issue occurred.